Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 576 mg/dl. Customer blood glucose at the time of incidence 454mg/dl and current value was 533 mg/dl. Customer bring down blood glucose below 400 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did not allege insulin pump under delivering of insulin. The customer was treated with bolus. The device will not be returned for analysis.